Event description:
A customer reported to baxter (B)(4) of a standard set that had separation from an unknown blood bag and the spike of the set. According to the declaration, there was a leak of blood on the nurse. The problem occurred when the nurse put the bag on the pole. When the nurse tried to spike the bag, the spike was separated from the tubing of the set before usage. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was returned at the plant for an evaluation. The unit was visually checked and the sample?s evaluation confirmed that a component of the set was separated from the heat seal chamber. The cause of this condition was due to bonding application failure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.